Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's "device failed" and the patient died. It was also reported that the patient had been sent to the hospital as their heart was "running a marathon 24 hours a day 4-5 days" so the patient's "liver and kidneys shutdown". An ablation was performed however the patient's "internal organs were ruined". The patient was sent home, however the patient returned to the hospital 2 days later as they could not breathe and multiple pulmonary embolisms were found. The patient was placed in hospice, the defibrillator was inactivated, and the patient later passed away.